Event description:
It was reported to siemens by the hospital's rso (radiation safety officer), that a patient allegedly received a skin burn. The hospital has continued to treat patients, and the patient load has been such that our service engineers could not check the room for several weeks. The system was checked this week by local service, and the system was found to be functioning within specifications. There has been no system malfunction communicated or confirmed during the technical investigation by siemens or hospital personnel.

Manufacturer narrative:
The investigation does not indicate a malfunction or deterioration in the characteristics or performance of the device. Input dose rates and dose calculator were within specifications. The hospital has not provided any further information regarding the patient's state of health, or any treatment that may have been provided to the patient at this time. A meeting between siemens service and the hospital rso is scheduled for one week from today.